Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle cannula was bent and the catheter was kinked near the handle. Functional testing could not be performed due to the handle cannula being bent. The device investigation found that the handle cannula was not broken; this is contradictory to what was originally reported. The complaint was confirmed that the handle cannula was bent. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare wire inside the handle broke and bent. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare wire inside the handle broke and bent. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.